Event description:
Customer reported falsely elevated patient blood lead test results with leadcare ii. While performing a sales wellness check, the customer reported an elevated patient blood lead test result prior to discontinuing testing to the inside sales representative (isr). The isr notified technical services (ts). Customer reported an elevated leadcare ii patient blood lead test result of 6.9 ug/dl. The customer reported reviewing the cdc recommendations and recollecting patient sample. The customer reported the leadcare ii patient blood lead test result less than 3.3 ug/dl with the recollected patient sample. No venous confirmatory testing was performed. Customer was unable to provide the serial number for the leadcare ii analyzer used for testing. The customer provided the blood lead test kit lot number but was unable to provide the sublot as the test kit had been discarded. Customer confirmed they do not use secondary collection devices for blood lead collection. Customer reported they no longer conduct blood lead testing using leadcare ii due to business reasons and declined further troubleshooting measures.